Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125, right, 10 mm, 36 cm on the lright side on (B)(6) 2016. Currently, the patient is being monitored due to fracture of the femoral nail.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a patient was implanted with a cmn femoral nail on (B)(6) 2016 on the right hip side. The implant fractured on (B)(6) 2017. The patient was not yet revised and no revision surgery is planned. Review of received data: 4 x-ray pictures were received. The x-rays are undated. The quality of the x-rays are suboptimal. However, the nail breakage through the lag screw hole can be identified. In addition it can be seen that the bone fracture was fixed with a cerclage wire. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it is still implanted. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength. Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength due to anodization . Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Possible, no devices available for investigation. Breakage of implant due to the implant therapy is performed not as indicated. Possible, no information about implant therapy. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. Not possible: no dimensions issue can be seen on the x-rays. Breakage of implant due to users select wrong nail diameter, length and/or determine wrong ccd angle. Not possible: no dimensions issue can be seen on the x-rays. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. Possible, no information about limitation and postop restriction. Breakage of implant due to patient do not follow the post-operative protocol. Possible, it is possible that the patient did not follow the post op protocol. Breakage of implant due to explanted implant is used for new implantation surgery not possible: product labels available. Conclusion summary: it was reported that a patient was implanted with a cmn femoral nail on (B)(6) 2016 on the right hip side. The implant fractured on (B)(6) 2017. The patient was not yet revised and no revision surgery is planned. The nail was broken after approx. 4 months of implantation. As the nail is still in vivo, no analysis of the fracture surfaces could be done. Therefore the condition of the component is unknown. The provided x-rays confirm the breakage of the nail. The breakage is located through the hole for the lag screw. No surgical reports were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The manufacturing records of the nail did not show any abnormality. There is no evidence for a product failure. There are several which may have contributed to the breakage. It can be that the plate was over stressed during the in vivo time or a wrong patient behaviour can also be the cause for the breakage. However, an exact root cause for the nail breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received on august 23, 2017. Copy of the label stickers received. It was stated that no revision is planned and the surgeon replied that the device will not be explanted. No more information was given. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).